Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "no follow up to production areas cleaning procedure". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the intermittent catheters were making the patient sick. Lot jugt1738 had all but 7 were good. Lot juhq9015 2 boxes - with those 75% tested with bacteria. Only about 25% were ok. They tested them and were positive for bacteria, but they did not do further testing to determine which type of bacteria. They had ordered them from express medical supply most recently.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the intermittent catheters were making the patient sick. Lot jugt1738 had all but 7 were good. Lot juhq9015 2 boxes - with those 75% tested with bacteria. Only about 25% were ok. They tested them and were positive for bacteria, but they did not do further testing to determine which type of bacteria. They had ordered them from express medical supply most recently.